Event description:
Consumer reported, she was attempting to inject 14 units of insulin but the flow stopped before she was complete. Stated, she had to use a second pen needle to complete her injections. 1 pen needle affected. Lot: 3241355. Catalog: 320550. Date of event: 2024-06-21. Samples: yes cl.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.